Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment/slda appears to be related to patient morphology/pathology and likely due to the prolapsed and tethered condition of the leaflets. The reported patient effects of dyspnea and worsening mtiral regurgitation (mr), as listed in the instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016 to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to a grade of 1. On (B)(6) 2017, during a follow-up visit the patient experienced dypsnea, echocardiogram was performed which found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and mr increased to 4. Another mitraclip procedure will be performed, however a date has not been scheduled. No additional information was provided.